Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (device removal surgery). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, pelvic pain and sexual dysfunction to be related to essure administration. The reporter commented: type of surgery to remove essure to be confirmed. . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.